Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/09/2013).

Event description:
Consumer complaint of high control test results. Performed control test, results were 100 and 101 mg/dl, outside of the required control range of 29-59 mg/dl. Based on parkes error grid analysis, the bias between the control results given (101) and the lowest results that could be correctively obtained (29) is located in zone b/c. No adverse event reported.